Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d5, e1 (site country, event site address, event site address line 2, event site city) g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10 additional information: e1 (postal code - (B)(6)) a getinge field service engineer evaluated the unit and found black spots on the screen when powered on. The fse replaced the screen lcd component and the screen display worked. The unit passed all tests and calibrations to manufacturer's standards. The iabp was released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen was blurred after turning on. There was no patient involvement.